Manufacturer narrative:
Eval summary: based upon the inquiry info received visual and functional examination: the unit was found to require the green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported that while setting up for a breast biopsy and initializing the probe, they received the l3-002 error code. The customer removed the blue seal from both the blue and green cable and used the same probe and did not receive any error codes. The case was cancelled and the pt was rescheduled for tomorrow. Pt was not on the table.